Event description:
It was reported that the patient has been in constant pain since the surgery. Patient says there are days when she can barely walk. Patient requires use of a cane or an electric wheelchair to get around. Patient says she cannot bend or squat without the knee cracking and popping. Patient has received multiple cortisone shots for the pain. Patient has spasms in the upper thigh and says it feels like the ligaments and tendons are pulling over a bone spur on the top of the knee cap.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown stryker right knee. Additional information has been requested and if received will be provided in a supplemental report.

Manufacturer narrative:
An event regarding knee pain and a cracking/popping sound when bending involving triathlon insert was reported. The event was not confirmed. Medical records received and evaluation: no documentation of the event description complaints and no serial x-rays were available. A review of the available medical records by a clinical consultant concluded that in this morbidly obese bipolar patient with fibromyalgia, there is no evidence the described complaints in the event description are related to factors of faulty component design, manufacturing or materials. Device history review: indicated that the specified lot was accepted into final stock with no reported discrepancies. Complaint history review: indicated that there have not been any other events for the specified lot. Conclusions: the event could not be confirmed, nor the exact root cause determined as the device was not returned for evaluation and clinical review concluded that there was no evidence of faulty component design, manufacturing or materials. Pain can occur post-operatively for a number of reasons and is a symptom rather than the cause of the issue the patient is experiencing. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that the patient has been in constant pain since the surgery. Patient says there are days when she can barely walk. Patient requires use of a cane or an electric wheelchair to get around. Patient says she cannot bend or squat without the knee cracking and popping. Patient has received multiple cortisone shots for the pain. Patient has spasms in the upper thigh and says it feels like the ligaments and tendons are pulling over a bone spur on the top of the knee cap.

Manufacturer narrative:
An event regarding knee pain and a cracking/popping sound when bending involving an unknown knee implant was reported. The event was not confirmed. The device was not returned. A complaint history and device history review could not be completed as the device was not properly identified. The patient reported knee pain since surgery along with a cracking/popping sound when squatting. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided. If the devices and/or additional information are received, the investigation will be reopened and re-evaluated. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics.

Event description:
It was reported that the patient has been in constant pain since the surgery. Patient says there are days when she can barely walk. Patient requires use of a cane or an electric wheelchair to get around. Patient says she cannot bend or squat without the knee cracking and popping. Patient has received multiple cortisone shots for the pain. Patient has spasms in the upper thigh and says it feels like the ligaments and tendons are pulling over a bone spur on the top of the knee cap.